Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.

Manufacturer narrative:
Na

Event description:
The reporter stated that the following results were obtained while using the coaguchek xs meter (serial number (B)(4)). It was stated that all of the results were taken less than 7 hours apart from the laboratory draw for both patients. The results for patient number one were a 4.6 inr that was obtained on the meter compared to a laboratory sample that showed a result of 3.4 inr. There was no treatment received nor medication adjustments done based on the readings. The results for patient number two were 2.6 inr and 2.0 inr that were obtained on the meter. There were two laboratory results of 1.7 inr and 1.9 inr. It is not clear if the laboratory results were from the same sample or not. It was reported that both meter results from patient number two were from separate fingers. There was no treatment received nor medication adjustments done based on the readings. Patient number two is male and weighs (B)(6) his date of birth is (B)(6) 1936. The reporter was not able to provide the medications, medical equipment information or therapeutic ranges for either of the patients. It was reported that both patients were stable. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206464-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.